Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: what were the indications for surgery? No further information is available. What does the surgeon believe was cause of post-operative bleeding? Dr. Who conducted the initial operation thought hardly that the deployed staples caused the event. But its possibility could not be denied since the hemorrhagic spot was near the cutline which was created by the psee60a during the initial procedure. There was another possibility that the edge of the stiff bronchial tube damaged the blood vessel, but the surgeon had no experience of that. Does the surgeon believe that an alleged deficiency of any of the devices caused or contributed to the patient death? If so, why? See above. Were any malformed staples noted? No. When the operation video was checked after the initial procedure, the scene of using the psee60a was not shown clearly. But it seemed there was no problem about the formation of the staples. Was the site of bleeding near where a stapler was used? Yes, the spot was near the stapling of psee60a. Was an autopsy performed? If so, what was the cause of death? No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Date of death unk. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? What does the surgeon believe was cause of post-operative bleeding? Does the surgeon believe that an alleged deficiency of any of the devices caused or contributed to the patient death? If so, why? Were any malformed staples noted? Was the site of bleeding near where a stapler was used? Was an autopsy performed? If so, what was the cause of death?

Event description:
It was reported that a day after a hybrid-vats left upper lobectomy, bleeding occurred and reoperation was performed to stop it. The initial procedure (a hybrid-vats left upper lobectomy) was performed on 29th nov. Pve35a was used on the blood vessel, and the gst60d loaded on a psee60a was fired on the bronchial tube during the procedure. There was no difficulty in the closing and the firing. When a bronchoscopy was performed at ICU before noon of 30th nov, the patient had a cough and bleeding occurred. The open procedure was performed instantly to stop the bleeding. At that time a hole was found on the pulmonary artery between a1+a2 and a3, and the bleeding occurred from there. The size of the hole was 1cm. The surgeon commented that it was unknown if the size of the hole was 1cm originally, it might have been expanded by creating the incision for the open the chest or by the process of the hemostasis. The amount of the bleeding was unknown. No blood transfusion was performed. The surgeon who fired the device thought hardly that the deployed staples caused the event. But its possibility could not be denied since the hemorrhagic spot was near the cutline which was created by the psee60a during the initial procedure. There was another possibility that the edge of the stiff bronchial tube damaged the blood vessel, but the surgeon had no experience of that. When the operation video was checked after the initial procedure, the scene of using the psee60a was not shown clearly. But it seemed there was no problem about the formation of the staples. There was no video of the procedure on 30th nov. The patient is a (B)(6) male, and he is in the ICU as of 4th dec. The patient has a smoking habit. His medical history in unknown. It was later reported that the patient died but the date of death is unknown.